Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to poor device performance from activation. It is unknown if there are plans to reimplant the patient as of the date of this report.